Event description:
A pump was reportedly set up and an infusion started. The nurse left and when she came back the pump was off. It is not known if the pump alarmed before shutting off. No patient injury occurred.